Event description:
The consumer reported they had an adjustment on (B)(6) 2016, and after the adjustment they started having the following side effects: chest pain, muscle weakness in shoulders, arms, and hands. It was stated they turned stimulation off because of this. It was indicated that if they would sit down, they wouldn¿t be able to get themselves up. They called the nurse of the doctor¿s office, and they told them to call the manufacturer. It was stated they were told to turn the device back on, but they didn¿t want to because it was shocking them. It was noted that since the device was off, their symptoms of their meige syndrome dystonia were coming back. They had difficulty breathing and muscle spasms. It was mentioned they thought their upper limit was 2.2v, but the right side now showed 2.6v and was wondering if when they had the adjustment, they turned it up too high. It was noted that the patient was offered help to walk through turning stimulation down on the right to side. After 30 minutes of trying to walk through making an adjustment, the patient and someone there helping were not able to follow the instructions to turn stimulation down. It was mentioned that the patient programmer (pp) was connecting. The patient was implanted for dystonia and movement disorders.

Event description:
Additional information was received from the patient, reporting that the patient was reading about potential side effects of the therapy, and noted they had experienced several. The patient reported that they have experienced multiple limb side effects that they didn't have before having the system implanted. Beginning at the end of (B)(6) 2015, the patient reported experiencing weakness in muscle strength after their settings were adjusted and increased. The patient reported when this occurred, they needed help getting out of a chair. The patient reported that they know this was caused by the implant, because it got progressively better after turning off therapy. The patient also reported tightness in their limbs that started and progressed throughout the adjustment process. The patient described this tightness as "walking through a vat of molasses with chains around [them]." The patient reported a great deal of pulling in their upper arms and shoulders, which the patient stated ended up with them getting a ruptured bicep, which the patient claims was caused by the therapy. The patient reported that their healthcare provider (hcp) told them that the patient has arthritis in their shoulders. The patient reported that their whole left side would tighten up and it was difficult for them to breathe. The patient reported that their left hand tightened into a fist momentarily while they were being reprogrammed in the hcp's office. The patient reported that during one reprogramming session, they jumped up and knocked the "machine" off. The patient reported that the therapy causes their jaw to be askew, resulting in the patient biting the inside of their mouth in two places while eating. The patient reported that this has been ongoing during the adjustment process, but it worsened after one particular programming session, occurring on (B)(6) 2016. Also after the (B)(6) 2016 programming appointment, the patient reported that their fingers became clumsy and they could not write very well, when normally the patient reported their handwriting is very good. The patient reported that this resolved after the ins was adjusted to a lower setting. The patient reported that their memory and mental "sharpness" was affected by the therapy after a programming session occurring on (B)(6) 2017, and that the issue improved after the next programming session. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.